Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of 400 mg/dl and diabetic ketoacidosis. Leading up to the hospitalization, the reservoir was not passing insulin, the customer received no delivery alarms, but it was stated bolus deliveries passed through. The customer used insulin pens and syringes while in the hospital. The customer's symptom was vomiting. Troubleshooting was performed. The high pressure test was performed and failed twice. The customer was advised to revert to a back-up plan. Nothing further was reported.